Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise on the svc-can was observed on the custom egm. The noise was reproduced with isometrics on both the rv-can and svc-can vectors. The lead was explanted.